Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced bleeding on the insertion site which occurred 3 days after the sensor has been inserted in the abdomen. The patient experienced malaise and fever. She was transported by the spouse to the hospital at 2100. There, she was diagnosed with a staph infection and could not recall the medications provided. She was hospitalized 4 days. At the time of the report, the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.